Manufacturer narrative:
Concomitant medical products: product ID 748925, serial# (B)(4), implanted: 2004, product type: lead. Product ID 3998, lot# j0406095v, implanted: (B)(6) 2004, product type: extension. Product ID 748925, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. (B)(4).

Event description:
The manufacturer representative reported that during a battery replacement, the right side of the extension was completely broken. The surgeon did not revise the extension. The patient was programmed post-operatively and able to feel stimulation with 0-3 electrodes activated in the left leg. There was no stimulation using electrodes 4-7. Impedance noted as "so normal." The issue was not resolved at the time of this report, and no actions taken to replace the extension. Follow-up was being conducted to determine actions taken to resolve issue, cause of the event, and outcome. If received, a supplemental report will be submitted. Indication for use includes non-malignant pain.

Event description:
Additional information received from a healthcare provider (hcp) reported that the first reported concern regarding stimulation was on (B)(6) 2015. The remaining extension was left and connected to the new implantable neurostimulator (ins). They were going to evaluate postop for pain relief with possible placement of a new lead in the future. The resolution of the issue was pending. The cause of the broken extension was unknown.